Event description:
It was reported that during the procedure, when the subject stent started to go into the microcatheter, it met resistance and could not advance. When attempting to pull back on the subject stent delivery wire, it broke. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, when the subject stent started to go into the microcatheter, it met resistance and could not advance. When attempting to pull back on the subject stent delivery wire, it broke. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were returned. A microcatheter and an additional stent were also returned. The stent was deformed. The sdw was broken/fractured at the proximal side of the distal bumper. The introducer sheath was noted to be intact. The functional inspection was unable to be performed as the stent was returned in a deployed state. The reported event ' stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event sdw broken/fractured during use was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the first stent started to go into the microcatheter. Met resistance and could not advance. When attempting to pull back on the delivery wire, it broke. Dr nichols was able to pull the stent out of the microcatheter hub'. The stent was returned for analysis in a deployed condition which is aligned with the event description. The stent was noted to be deformed at the proximal end and also towards the distal end of the device. The stent delivery wire (sdw) was noted to be broken/fractured at the proximal side of the distal bumper. The introducer sheath was intact. The most likely explanation is that the introducer sheath was initially set up correctly as was reported in the good faith effort (gfe) responses. However, it subsequently moved proximally prior to stent advancement out of the sheath. This is supported by the lack of damage noted to the distal tip opening of the sheath during visual inspection. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap between the distal end of the sheath and the proximal end of the microcatheter lumen. The user would experience increased resistance during attempts to advance the stent into the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. During this action, and particularly if there is significant friction between the stent and the lumen of the microcatheter, there is significant manipulation of the sdw. This appears to be the reason for the sdw becoming broken/fractured in this instance. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the reported event ' stent difficult/unable to advance or pullback through catheter' and ¿sdw broken/fractured during use' as well as the analysed event ¿sdw broken/fractured during use¿ and ¿stent deformed¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.